Manufacturer narrative:
The insulin pump was unresponsive act buttons due to flattened and creased buttons dome switch. No unlocked j2 lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify rewind, prime fill anomaly or low battery alarm due to unresponsive button. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating high readings, button error, rewind anomaly, prime/fill anomaly and low battery alert on the insulin pump. The customer's blood glucose was 198 mg/dl. The customer stated that the pump kept priming and the buttons were stuck. The customer mentioned screeching sound when she rewound. The customer declined to troubleshoot for high readings. Customer was advised to discontinue use of the device and to revert to a backup plan. The insulin pump will be returned for analysis.